Event description:
It was reported that the scm12 is giving an error code not familiar to the system. The error code is occurring during the sample mode. There have been no interruptions in the breast biopsy. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.